Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question regarding the acceptability of low battery voltage on the device due to cold weather. The device was found to be within normal limits. No patient complications have been reported as a result of this event.